Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a crack on the display screen. The blood glucose level of the customer was unknown. The customer was advised to discontinue use of the pump and revert to a back-up plan. The device will return for analysis.